Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. There is currently insufficient information to determine which procedure this event occurred during and which vse instrument was in use. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial #, surgeon name): system/instrument log review. This event is being reported due to the following conclusion: it was reported that during an unspecified da vinci-assisted procedure, the vessel sealer extend (vse) instrument was used to seal and cut a vessel which bled when cut. The surgeon employed an unknown form of intervention to stop to bleeding.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, the vessel sealer extend (vse) instrument was used to seal and cut a vessel which bled when cut. The surgeon employed an unknown form of intervention to stop to bleeding. The customer moved the vse from the e-100 generator to the erbe after this event to continue the procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.